Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to elective replacement indicator (eri) as well as the patient experiencing persistent pain at incision site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4470 competitive implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.